Event description:
The distributor reported the proximal end of the suction irrigation electrode broke. It is not known if this occurred during a laparoscopic procedure. If the tip had come off during a procedure, measures would have to have taken to retrieve the tip.